Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Med the best of our knowledge.

Event description:
It was reported via phone call that the sensor was not properly connecting to the transmitter and when the sensor was removed from the customer's body there was no electrode visible. The patient's blood glucose at the time of incident is unknown. The sensor was not returned for analysis.